Event description:
It was reported that the patient presented for routine in-clinic follow-up. Interrogation of the pulse generator revealed a significant reduction in battery longevity. Premature battery depletion was suspected. No interventions were made, as the issue will continue to be monitored. The patient was stable.